Event description:
The third of three reports involving the same facility. A dermatome blade for model s electric dermatomes was involved in an incident during a grafting procedure. The incident was described as follows; a pt who was undergoing a graft from his left thigh experienced a shredded and or a "defective" graft during the procedure. The model s electric dermatome (lot # s682) was being used initially. The graft thickness was set for .014. The graft was described as having major skips in the graft requiring a second graft to be done with another dermatome and a new blade. The second dermatome used for the second graft (B)(4) also caused major skips at the graft site but, there was enough skin harvested between the two grafts that the surgeon was able to cover the wound. The pt did not require any additional treatment to either site as a result of the unsuccessful grafts.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.